Event description:
It was reported that the left ventricular (lv) lead exhibited high lv thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow up determined that the left ventricular (lv) lead thresholds were high due to patient anatomy and not due to product performance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD): (B)(6) 2012. A 6940 implantable tachy lead: (B)(6) 2001. A 6945 implantable tachy lead: (B)(6) 2001. (B)(4).